Event description:
It was reported that during a call with boston scientific technical services (ts) the patient alleged that this lead was fractured. Additional information was received indicating that the patient experienced discomfort and upon device interrogation, it was noticed that this lead exhibited high out of range impedance and high capture thresholds with loss of capture. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.